Event description:
On 5/11, the patient was feeling ill with vomiting and extreme thirst for which he consumed "6 20oz. Diet 7-ups." Because he was feeling so bad, he called an ambulance (time unk). The paramedic's obtained a blood glucose result of high on their accucheck meter. Two hours prior to calling the ambulance, the patient tested on his one touch ii meter with a result of 219 (another one touch ii meter, kept in his car read 279 mg/dl at the same time). He was transported to the hospital where a lab blood glucose result was 938 mg/dl. The patient was admitted for diabetic ketoacidosis and treated with IV (unk contents). No other meter results prior to the day of the alleged event were reported. The meter is not cleaned according to MFR's recommendations, alcohol is used on the meter optics. The one touch ii owners manual states that use of alcohol can damage the meter optics. The meter was in calibration on 5/23, reading 76 within a range of 70-96.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and, after testing the device, has been unable to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, or some unknown anomaly. At this point co's investigation is closed.